Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25127183, 25127523 and 25127523 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical use and evidence of blood. Heavy buildup of charred tissue and blood were observed on the bisector and the portion of the shaft immediately below the electrodes. The c-ring/scope wash tube assembly was dislocated from the end of the c-ring wire and was returned with the device. During visual inspection using microscopy, the wire was observed to have no evidence of damage and minimal evidence of residual adhesive. C-ring was not transected. Traces of blood were observed on the c-ring. A review of the manufacturing process instructions identifies a step in the process where adhesive is applied to the c-ring/wire support insertion hole. Based upon the received condition of the device, the reported complaint for "break-cannula" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring detached from the instrument when it went to be extended. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope c-arm on the evh trocar detached from the instrument when it went to be extended. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25127183, 25127523 and 25127523 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical use and evidence of blood. Heavy buildup of charred tissue and blood were observed on the bisector and the portion of the shaft immediately below the electrodes. The c-ring/scope wash tube assembly was dislocated from the end of the c-ring wire and was returned with the device. During visual inspection using microscopy, the wire was observed to have no evidence of damage and minimal evidence of residual adhesive. C-ring was not transected. Traces of blood were observed on the c-ring. A review of the manufacturing process instructions identifies a step in the process where adhesive is applied to the c-ring/wire support insertion hole. Based upon the received condition of the device, the reported complaint for "break-cannula" was confirmed. The line supervisor and line lead were already made aware of the defect and awareness training was performed on the manufacturing process instructions related to the application of adhesive in that location on (B)(4) 2016.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring detached from the instrument when it went to be extended. A replacement device was used to complete the procedure. The hospital did not report any patient effects.